Manufacturer narrative:
The insulin pump had unresponsive button due to moisture damage keypad trace. No button error alarms occurred. The insulin pump was returned with missing end cap sticker, cracked battery tube threads and scratched on display window noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 88 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.